Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a pancreatectomy and splenectomy procedure; the lower jaw of the forceps broke and fell into the surgical field. It was retrieved, but the forceps were unusable and discarded. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, and device evaluation based on the approved final investigation. Updated fields: h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at proximal end, broken probe tip was returned. The coating of the grasping section (jaw) was partially peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.